Event description:
It was additionally reported that the patient died due to untreatable sepsis. There were no device issues at the time of the death. The outcome was not device or therapy related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. G) is currently available. Section 1 of the IFU, ¿introduction¿, lists infection, sepsis, and death as adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had continuously elevated inflammatory markers. A positron emission tomography (pet) computed tomography (CT) were performed and indicated a localized infection source on abdominal cavity. Blood labs and a chest x-ray were taken, and a surgical revision of the abdominal cavity was performed. During an exploratory laparotomy, an injury of the transverse colon was discovered. After repair of the colon injury and cleaning and disinfection of opened abdominal cavity, the team decided to clear velour surface from exposed internal part of the driveline. The perforated transverse colon was thought to be the cause of the elevated inflammatory markers, yet the cause of the colon perforation could not be fully confirmed. Vacuum assisted closure was applied. The device implant could not be confirmed or denied are contributing to the event. The patient was in the intensive care unit receiving full antibiotic treatment and the abdominal cavity was under surgical control.